Manufacturer narrative:
This report is being filed on an international product, list number 7p44-22/32, that has a similar product distributed in the us, list number 7p42-24/-33, with 510k/PMA/bla number k220949. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I cmv igg results on a patient from two different specimens. The results provided were: on (B)(6) 2025, sid (B)(6), initial=0.00 au/ml (< 6.0 au/ml=nonreactive) /repeated on (B)(6) 2026=227.43 au/ml. Additional information provided: ebv vca m=unable to process test, final read failure /repeated on (B)(6) 2025= 0.23 s/co (non-reactive); cmv igm=0.80 index (non-reactive) second specimen from same patient drawn on (B)(6) 2025, sid (B)(6) =223.95 au/ml (>or=6.0 au/ml=reactive) /repeated on (B)(6) 2025=234.38 au/ml. Additional information provided: ebv vca m= 0.22 s/co (non-reactive); cmv igm=0.81 index (non-reactive) . There was no reported impact to patient management.

Manufacturer narrative:
The customer service representative reviewed the module logs and found multiple instances of message codes 1196 and 1403. The alnty ci snsr bsl (04s6 -05) was determined to be the likely cause, and the part was replaced which resolved the issue. A review of the (B)(6) service history was performed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, review of complaints and trending data associated with the alnty ci snsr bsl did not identify an increase in complaint activity. The alinity ci-series operations manual provides troubleshooting information for erratic results, message codes 1196 and 1403, and illustrated instruction for the removal, replacement, and verification of the alnty ci snsr bsl. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6) or alnty ci snsr bsl.

Event description:
The customer observed false nonreactive alinity I cmv igg results on a patient from two different specimens. The results provided were: on (B)(6) 2025 sid (B)(6) initial=0.00 au/ml (< 6.0 au/ml=nonreactive) /repeated on (B)(6) 2026=227.43 au/ml additional information provided: ebv vca m=unable to process test, final read failure /repeated on (B)(6) 2025= 0.23 s/co (non-reactive); cmv igm=0.80 index (non-reactive) second specimen from same patient drawn on (B)(6) 2025 sid (B)(6) =223.95 au/ml (>or=6.0 au/ml=reactive) /repeated on (B)(6) 2025=234.38 au/ml additional information provided: ebv vca m= 0.22 s/co (non-reactive); cmv igm=0.81 index (non-reactive). There was no reported impact to patient management.